Event description:
Customer reported that the volume was no longer loud enough to hear alarms. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken.